Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 12

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 01-jan-2024, it was reported that the twelve infusion set were fell off during use and infusion set is long for less than 24 hours. No further information available.